Event description:
The data and info contained herein is being submitted to the FDA to comply with the regulations (21 cfr part 803) pertaining to medical device reporting. This MDR is based on preliminary info received by karl storz, who has not conclusively determined the cause of the adverse event. This MDR is, therefore, not intended to and shall not constitute an admission that a reportable event occurred or that any karl storz product(s) were causally related to the incident. Although co is not certain whether a karl storz morcellator was used in this case, co is filing this incident as an MDR. Sales rep was told by a nurse at health center that an article in the newspaper a week before regarding an injury to a pt was from a karl storz morcellator loaned from health center. Co located a copy of newspaper, the chronicle-herald, dated 1/11/2001. It described how a dr used a new instrument for which she was not trained to remove a pt's spleen. The surgeon lost control of the instrument and cut into the girl's kidney, renal artery and sympathetic nerves. Since a lawsuit is being filed by the pt's parents, no additional info can be obtained at this time.